Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user role was not working as expected. On further inspection of the role of srna (student registered nurse anesthetist) a technical support specialist found that medication inventory is missing the setting for its resole discrepancies and resolve discrepancies; user management for grant visitor access is not checked and for the security group srna seems to miss the highlighted security group as compared to anesthesiologist. The tss guided the customer to do the necessary settings and confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user role was not working as expected. The customer stated that the malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.